Event description:
Information was received regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that around (B)(6) 2021 the patient began feeling as if they weren't getting the same relief as they once did. The patient stated they were reprogrammed sometime the end of (B)(6) 2021 and since then, their implant battery is depleting much faster than it used to. The patient explained that prior to being reprogrammed they were charging about once every three days and after being reprogrammed, they're having to charge every day. The patient stated there have been times when they begin to feel more symptoms and they check the implant battery level and it's completely depleted. The patient also stated settings not available displays on their controller when they attempt to adjust stimulation and this also started within the last couple months after being reprogrammed. The patient stated they notified a manufacturer representative of the issue via text message on 06/20/2021 and the rep instructed the patient to contact patient services (ps) for troubleshooting and said is ps can't help then they can meet again. The patient expressed frustration and st ated they feel as though the rep doesn't communicate well with them and doesn't listen to their concerns. The patient also mentioned they've recently been experiencing new pain in their mid back, and commented that they have an appointment with a neuro surgeon today to discuss the pain. The patient stated they also have an upcoming appointment with their pain doctor on (B)(6) 2021. Ps emailed field reps for visibility. Additional information was received from the patient. The patient called back stating they had not heard from the rep. It was reviewed that an email was sent to the team. The patient was redirected to hcp to contact the rep. The patient repeated again they had to charge every day and ins was not holding a charge. The patient said the device had not been working for about a year the way it was working before. The patient said at this point she was in a lot of pain and had concerns that the machine was not working the way it used to. The patient met with a neurosurgeon the day before yesterday and the surgeon said the patient probably needed to have the ins replaced. The surgeon advised the patient to meet with someone from medtronic. The patient said the current rep seemed pretty short with her like he was annoyed with the patient if they asked the rep questions. The patient said they would like to change the rep because they were not getting great answers from the rep. The patient later said they were going to try to contact the current rep. Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient had reported a change in stimulation. Connectivity showed 5 electrodes connected on 8-15 lead. Impedance check showed 8-15 as avoid. The rep programmed 0-7 electrodes and achieved good coverage. The issue resolved. Additional information was received from the manufacturer representative (rep). It was reported that the impedances seen were high.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.